Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that it was not possible to interrogate this device. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated.

Event description:
Additional information noted that the device appeared to be working properly. The most update information noted that this device was never explanted and the patient was discharged.